Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was over 300 mg/dl, but did not exceed 500 mg/dl. Customer changed pump supplies to address the issue.